Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transaortic artery revascularization (tcar) procedure, the enroute 014 guidewire caused a perforation. The physician placed 2 additional stents to address the perforation. Imaging after stent deployment revealed the perforation had not resolved and was causing disruptions in flow through the stents. The physician elected to convert the procedure to cea and the stents were explanted.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a perforation. The physician placed 2 additional stents to address the perforation. Imaging after stent deployment revealed the perforation had not resolved and was causing disruptions in flow through the stents. The physician elected to convert the procedure to cea and the stents were explanted.

Manufacturer narrative:
Complaint investigation is completed.